Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic vaginal hysterectomy procedure. The suturing device was being used for sewing the vaginal cuff. There were issues with the needle dropping out of the jaws prior to finishing the stitch. Occurred with several sutures. The suturing device was difficult to toggle and difficult to load. The surgical time was extended by thirty minutes or more due to the product problem with no adverse event. In order to resolve the issue and complete the case, used another unit but still had issues. There was no patient harm. The patient has no injury.